Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. The patient was unable to disconnect the patient line of the cassette from the transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation with a white connector connected to the female connector. Visual inspection was performed and a separation was observed between dark blue female connector and light blue main body. The white adapter was hand removed from the female connector; therefore the reported connection issue was not verified. Leak, clear passage, and clamp function testing were performed and no issues were observed. The reported separation was verified. The cause of the separation was determined to be manufacturing related caused by inadequate solvent to the main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.